Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was performed using a watchman access system (was) in combination with a 31 mm watchman flx pro left atrial appendage (laa) closure device and delivery system (wds). The wds was advanced and positioned within the left atrial appendage, and the closure device was deployed. Following deployment and formation of the flx ball configuration, echocardiography imaging revealed the presence of a 8.6 mm thrombus. The closure device was recaptured into the delivery sheath. After recapture, repeat echocardiographic imaging no longer showed presence of the thrombus. It was suspected that the thrombus may have remained attached to the device or delivery system. The device was subsequently withdrawn from the patient. Once outside the body, the system was flushed thoroughly; however, no visible thrombus was identified during inspection. The access sheath was assessed, and adequate backflow was confirmed. Negative-pressure flushing was also performed to reduce the risk of residual thrombus within the system. A new watchman device was then opened and prepared. Prior to redeployment, it was verified that the patient activated clotting time (act) was greater than 200 seconds. The second device was successfully implanted, allowing completion of the procedure without further complication. The patient was discharged continuing on eliquis (10mg) medication.